Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to verify for motor error alarm and perform rewind and basic occlusion, occlusion, prime/delivery, the excessive no delivery and displacement test due to blank display. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 153 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.